Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to noise. Lead fracture suspected. The lead will not be returned.